Event description:
Physician was doing an external fixator using MFR's hammer and the 2 lips of the pins he was using broke off in pt's bone. Physician unable to retrieve them. Used another brand for the external "fixation."